Manufacturer narrative:
On october 9, 2020, following a clinician review, the patient code 1908 "hypertension" was added for more accurate codification. Reason for device explant and/or reoperation: hypertension. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with unspecified mentor tissue expanders and experienced generalized illness symptoms including infection and high blood pressure post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.